Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of excessive empty reservoir alarm although the reservoir was full and replaced many times by the customer. The patient's blood glucose reading was unknown. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No empty reservoir alarm noted during our testing using a water fill test reservoir. The insulin pump had cracked case corner of the belt clip rails near the battery compartment, minor scratches on the case and minor scratches on the lcd window.